Event description:
It was reported that the patient had stopped eating and drinking and was hesitant to swallow. The patient's device was turned off. It was stated that when the device was interrogated, it was showing over 200 autostim activations from the several days prior. It was noted by the group's homestaff that the patient was found to be tachycardic for an unknown reason. No additional relevant information was received to date.